Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting. The cause of the peritonitis event was unknown. The patient was hospitalized for ten days for the event and was discharged. The patient recovered from the peritonitis; however, the patient was re-admitted to the hospital for vomiting. The patient was treated with vancomycin and an unspecified antibiotic intraperitoneally (ip) (dose and frequency were not reported). The patient completed the antibiotic treatment on the same day as they were re-admitted. At the time of this report, the patient¿s pd therapy was ongoing. No additional information is available.